Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported via medsun 3900490000-2026-8001 that coating issue occurred. A 300cm v-14 control wire was selected for use in a lower extremity limbflow. However, the black coating on the guidewire broke off inside the patient and could not be retrieved.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported via medsun (B)(4) that coating issue occurred. A 300cm v-14 control wire was selected for use in a lower extremity limbflow. However, the black coating on the guidewire broke off inside the patient and could not be retrieved.